Event description:
Cutter needle of jamshidi twisted in a corkscrew fashion while obtaining bone marrow biopsy. This occurred inside the needle and was noticed upon removing the needle. Needle did not break. Unable to remove biopsy specimen from the damaged needle, so new jamshidi obtained, and sample was successfully collected.